Event description:
It was reported that during a stenting treatment procedure stent damage occurred. Access was obtained via the femoral artery. The 90% stenosed, 3.0x18mm target lesion was located in the moderately tortuous and mildly calcified mid to distal left anterior descending artery (lad). The lesion was predilated and then a 2.25x28mm taxus liberte stent delivery system (sds) was advanced to the lad; however, the device was unable to cross the lesion. After the physician tried to cross the lesion with the device several times it was noted that the stent struts were "unsmooth". The device was removed from the patient and the lad was predilated again and successfully treated with a 2.25x12mm taxus stent along with a 2.25x20mm taxus stent. The physician then attempted to advance a 3.0x24mm taxus liberte stent to the 85% stenosed right coronary artery (rca); however the device was unable to cross the lesion. The procedure was successfully completed with a different device with no patient complications reported. The patient's condition is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).